Event description:
According to the information received, the patient used device for chronic constipation on an outpatient basis. The patient developed sepsis and abdominal pain and consulted an emergency practice. Patient was provided inpatient care (antibiotics and monitoring). The reporting/attending physician recommended advised stopping use of the device and follow-up clinical care. The reporting physician noted that "the timing was strongly suggestive of a relationship. I believe the device triggered acute diverticulitis, although failure of therapy (stercoral inflammation) and coincidental diverticulitis should be considered."

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Multiple attempts were made to contact the initial reporter to ascertain additional information with no response received as of the date of this submission. Should the device or additional information be received, a follow-up report will be filed. The IFU was reviewed and deemed still valid based on available information. Presence of an acute diverticulitis is a contraindication to the use of peristeen. Furthermore, severe diverticulosis or diverticular abscess requires precaution for the use of this device. However, there is no information confirming that the acute diverticulitis was present prior to the use of peristeen. As no lot number was provided, coloplast is unable to trace the relevant product documentation and check if similar faults were registered from the particular production lot. No additional complaints have been registered for this item no. For the current month and same issue.